Event description:
The treating physician reported that he has not seen the patient since the reported event. The physician strongly suspects that the patient's symptoms are related to events outside of vns.

Event description:
It was reported that the patient was recently experiencing increased myoclonic jerks. The patient reported concern with his vns. Good faith attempts for additional, relevant information have been unsuccessful to date.

Manufacturer narrative:
.